Event description:
It was reported in the journal article titled "unprotected left main stenting in the real world: two-year outcomes of the french left main taxus registry" (attached) that during a coronary drug eluting stenting treatment procedure, the unprotected left main (lm) artery was stented with and unspecified taxus express2 drug eluting stent. One to two years post procedure unspecified target lesion re-intervention was necessary. No further info is available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the mfg records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Literature citation: unprotected left main stenting in the real world: two-year outcomes of the french left main taxus registry. Circulation 2009; 119(17): 2349-56. Vaquerizo b, lefevre t, darremont o, silvestri m, louvard y, leymarie jl, et al.